Manufacturer narrative:
H.6. Investigation: customer returned several images of 0.3ml, 30 gauge, 6mm syringes from lot 0125305. The black rubber stoppers at the distal tips of the plunger rods are warped and dragging on one side. A review of the device history record was completed for batch # 0125305 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for insufficient barrel lube. There were two (2) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to or confirm the customer¿s indicated failure of the plunger rod being difficult to move based on it dragging and appearing damaged. Root cause: a wire came out of the back of the ivec switch (for unknown reason) causing the silicone guns to not fire (eject silicone into the barrel) correctly. H3 other text : see h.10

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needles experienced 6 cases of difficult plunger movement, and 6 cases of product damage while still considered operable. The following information was provided by the initial reporter: the plunger is hard and it is difficult to remove the insulin as well as to insert it. The plastic on the edge does not slide as it should, as if it were covered and deforms when the liquid is entered.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needles experienced 6 cases of difficult plunger movement, and 6 cases of product damage while still considered operable. The following information was provided by the initial reporter: the plunger is hard and it is difficult to remove the insulin as well as to insert it. The plastic on the edge does not slide as it should, as if it were covered and deforms when the liquid is entered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.